Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Event received from medwatch: it was reported that there were two occurrences of stent dislodgement with resolute onyx drug eluting stents. A snare was used to remove the stents. No patient injury reported.